Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient felt ill and had high blood glucose level due to a kinked cannula. The patient tried to treat it with a bolus. Subsequently, she was taken to the emergency unit where insulin drip was administered but was still unstable when left from there. Further, on (B)(6) 2019, she was taken to the hospital, where she received insulin drip as corrective treatment which resolved the issue. It was stated that the patient had received an alarm but could not recall or verify what the alarm was, as she did not had pump around. The patient was unaware of any permanent damage and was still in the hospital on the day of this report. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.